Manufacturer narrative:
The pump had constant motor error alarms during the rewind process due to an out of phase motor encoder signal. No other alarms noted. Unable to perform the displacement test due to the motor error alarms. The pump had minor scratches on the display window, and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's father reported via phone call to have received a motor error alarm. Customer's blood glucose was 135 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was unable to complete rewind process due to motion sensor test failure alarm. Customer was advised that insulin pump would need to be replaced.